Event description:
It was reported that when the patient¿s first pump was implanted she experienced gangrene. The patient was hospitalized for about a month. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l55028, implanted: (B)(6) 1998, explanted: (B)(6) 2000. Product type: catheter. (B)(4).